Event description:
It was reported that during an esophageal dilatation procedure, deflation difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The cre 18mm x 20mm dilatation balloon was advanced to the lesion and inflated an unknown number of times to unknown atms. On the final inflation, the balloon failed to deflate and was unable to be removed through an unspecified endoscope. It was noted that there was no use of silicon and negative pressure was not believed to have been used in the attempt to deflate the balloon. The balloon an endoscopies were removed as a unit. The esophagus had been adequately dilated, therefore, the procedure was completed without further intervention. The pt's status is reported as "fine".